Manufacturer narrative:
Date of event: unknown. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. (B)(6). Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check due to unknown lot number for needle breaks off during use. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that during use of an unspecified bd ¿ pen needle the needle broke. Consumer reports that while she was using the device to treat her daughter, the needle broke leaving a part of it inside her arm. The situation was evaluated by a doctor, no additional information is available.

Manufacturer narrative:
Medical device manufacturer: becton dickinson and co. Medical device catalog #: 320121. Medical device lot #: 4268256. Medical device expiration date: 2019-08-31. Unique identifier (UDI) #:(B)(4). Manufacturing location: becton dickinson and co. Device manufacture date: 2014-10-15. Investigation summary: a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Event description:
It was reported that during use of an unspecified bd ¿ pen needle the needle broke. Consumer reports that while she was using the device to treat her daughter, the needle broke leaving a part of it inside her arm. The situation was evaluated by a doctor, no additional information is available.